Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize a closed door. A review of the event history log revealed 'shut door - power off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose link screw. The link requires adjustment to address this issue. The device malfunction may result in a delay of therapy if it were to recur. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door even when the door was shut firmly. This occurred upon power off at the emergency room. There was no patient involvement. No additional information is available.